Event description:
It was reported that the tips of the luer locks have foreign matter and are damaged with 2 bd posiflush¿ xs pre-filled flush syringe nacl 0.9%. The following information was provided by the initial reporter: it was reported multiple specific 10ml xs posiflush luer-lok tips black and look almost burnt. Black color can not be rubbed off.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 0044501 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, the syringe tip was observed damaged. It has been determined that this incident resulted from an error in the syringe molding machine. Burn marks were discovered on the tip caps that were manufactured within the molding machine. In response to this discovery, the cavity of the molding machine was cleaned and polished to prevent any further defects from occurring.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the tips of the luer locks have foreign matter and are damaged with 2 bd posiflush¿ xs pre-filled flush syringe nacl 0.9%. The following information was provided by the initial reporter: it was reported multiple specific 10 ml xs posiflush luer-lok tips black and look almost burnt. Black color can not be rubbed off.